Event description:
Device malfunction: device #1 bleeding from exchange sheath hub. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "blood was seen coming out of the exchange sheath at site of the first click at the clip applier." The device was removed and a second starclose se device was attempted with the same results. A proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #14679-02, lot #80013-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.